Event description:
The customer reported being at the emergency room due to high blood glucose of 564mg/dl, and he was treated with the insulin pump. The caller stated that he was experiencing headache and vomiting. Troubleshooting was performed. The time, date, programming, and settings were correct. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The customer's recent glucose reading was 260mg/dl. The customer called back to complete the testing plug procedure and passed. The customer stated that he still is in the hospital and requested having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.